Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was using a tandem t: slim x2 insulin pump at the time of the event. The patient was receiving cgm readings between 70¿177 mg/dl and repeatedly ate in an attempt to raise his glucose levels; however, the readings remained unchanged. During this time, he began vomiting and did not have a glucometer available to confirm his blood glucose. He performed a urine ketone test, which showed high ketones, leading him to believe his blood glucose was elevated. Based on this, he administered 5 units of insulin via his tandem t: slim x2 insulin pump. Due to concern for his condition, his wife drove him to the emergency room (ER), and his cgm sensor was removed while enroute. Upon arrival at the ER, a fingerstick blood glucose measured 1200 mg/dl, and he was admitted for close monitoring. The patient could not recall specific treatments during hospitalization but remembered receiving IV insulin and other unspecified IV medications. He was discharged two days later on (B)(6) 2026. At the time of the report, the patient stated he was doing well. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.